Event description:
It was reported that the target lesion was in the rca, proximal to distal, and the vessel was tortuous. Predilatation was performed and a stent was deployed in the proximal rca. An attempt was made to cross through the deployed stent with the penta (contrary to IFU); however, resistance was met and it could not be advanced. When the penta was pulled into the guiding catheter, the stent dislodged from the stent delivery system. As the stent was found between the guiding catheter and the deployed stent, an attempt was made to retrieve it with two guide wires but this was not successful. The guiding catheter was exchanged and a snare device was used but the stent could not be retrieved. The procedure was then closed. The pt condition was stable, but there was a possibility of CABG.